Event description:
The patient later reported that their heart rate increases a lot with the pain reported. Follow up was performed with the patient's provider in which the provider stated that the heart rate increase is not significant . The patient was had undergone a full revision. The suspect product has not been received to date. No other relevant information has been received to date.

Event description:
The reason for the full revision was due to battery depletion and high impedance.

Manufacturer narrative:
B5. Describe event; corrected information ; sup MDR#2 inadvertently omitted information known prior to submission d. Suspect medical device; corrected information ; sup MDR#2 inadvertently omitted information known prior to submission. F10. Adverse event problem ; corrected information ; sup MDR#2 inadvertently omitted information known prior to submission. H6. Adverse event problem codes; corrected information ; sup MDR#2 inadvertently omitted information known prior to submission.

Event description:
The patient is still experiencing pain at the generator site and notes that the pain is constant.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient reported that she has been experiencing chest pain at the generator site and an increased in seizures. She also reported that the scar tissue at her neck incision is painful to touch. The patient has been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.